Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that the cause of the overdischarge remains unknown. The patient reported that they had just charged and used their implantable neurostimulator (ins) two days prior. The rep checked impedances which were all within normal limits. It was unknown if the fall affected the device in any way. No further complications were reported/are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacturer representative. It was reported that the patient had had a fall a few weeks ago. The patient reported that after the fall, they were only able to feel stimulation on their right side. It was reported that the patient¿s device was predischarge. The patient noted that it had only been two days since the last recharge. A trickle charge was performed and the ins was charged normally. The manufacturer representative reprogrammed the ins so that the patient had bilateral stimulation. The patient was happy with the coverage and the issue was resolved. No further complications are anticipated.